Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced during procedure on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.